Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was placed approximately six weeks ago and the patient went to the emergency room complaining of chest pains. A chest x-ray was performed and found that the capsule was still attached. The capsule was removed from the patient and no repeat procedure is needed.